Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component codes - recommend drill. A photo was provided. Visual examination of the provided picture identified a clear plastic tube with three fractured screw fragments inside. The reported fractured drill is not shown in the provided photo. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet unknown drill catalog#: unknown lot #: unknown; zimmer biomet unknown screw catalog#: unknown lot #: unknown. G2: foreign - germany. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a drill and screw fractured during a cranioplasty surgery. A portion of the fractured screw was retained in the patient's bone. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6; h11. H6: component codes - recommend drill no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.